Event description:
Customer reported that during removal of icp sensor from pt; it broke twice. The first segment broke while removing the device from it's position (taped) on the side of the head of the pt. After that break; the device was being pulled through a fenestration of the kinamed cranial plating system plate and the end of the sensor broke off; leaving a segment of about 5cm length. The portion broke off at the incision line/entry point and was removed without the need to perform a craniotomy. Customer thought that the sensor seemed brittle.